Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with bil-d gen.2 on a cobas c 503 analytical unit. The first sample initially resulted in a direct bilirubin value of 1.67 mg/dl and it repeated as 0.190 mg/dl. The second sample initially resulted in a direct bilirubin value of 0.463 mg/dl and it repeated as 0.153 mg/dl. The third sample initially resulted in a direct bilirubin value of 1.61 mg/dl and it repeated as 0.245 mg/dl. The samples were each repeated five times on the complained analyzer and a second analyzer using the primary tube and without re-centrifugation. The correct result was reproduced, without errors. No specific results were provided.

Manufacturer narrative:
Based on the data provided, the investigation determined the instrument performance is good. The alarm trace showed a large amount of abnormal aspiration alarms. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
Medwatch fields d4 and g4 have been updated.